Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and the delivery system was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. Provided fluoroscopic images showed a filling defect located in the lumen of the foreshortened lvis stent that is consistent with the development of in-stent thrombus. The instructions for use (IFU) identifies stent thrombosis as potential complications associated with use of the device.

Event description:
It was reported in a journal article titled, "outcomes following aneurysmal coil embolization with intentionally shortened low-profile visible intraluminal support stent deployment", that during a retrospective review of patient's with intracranial unruptured aneurysms, who were treated with lvis stent-assisted coil embolization from february 2016-january 2019, it was found that during the procedure, in-stent thrombosis occurred in one patient. Difficulty was avoided using transvenous infusion of ozagrel sodium and argatroban. The patient was noted to have been treated with dual antiplatelet therapy for at least 10 days prior to the procedure and the lvis stent had been intentionally shortened (distance between the tantalum wires was less than 1.7mm on the aneurysmal orifice surface) during deployment.